Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.

Manufacturer narrative:
A serial number for the device was listed on the initial MDR. As there was no product returned, the serial number could not be verified.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.